Manufacturer narrative:
Unit passed displacement test and self test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure alarm was confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Unit received with pillowing keypad overlay and scratched case. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm thrice and absence or anomaly of audio alarms. The customer reported self test passed second time. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.